Manufacturer narrative:
Submit date: 07/25/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the gauze was linty.

Manufacturer narrative:
Submit date: 1/12/2018. Additional information was received from the customer: the issue was discovered during removal from the field. The patient was not harmed or injured. Investigation results: a device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One sample was received for evaluation, and the reported issue was confirmed. According to the investigation, the possible root cause would be the cutting blade moved during cutting process, so the gauzes was pulverized resulted loose contamination. The supplier has taken following actions: changed the swabs design of below gauze layer to increase 1-1.5cm width in first folding and below gauze must be use one side edge fold swabs to prevent lint contamination. Add cleaning process after cutting. Changed the slitting device and adopt automatic slitting machine that improve slitting accuracy to prevent sponges are flaking. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer. If information is provided in the future, a supplemental report will be issued.